Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Reportedly the customer changed pump supplies to address the issue. Customer's blood glucose level ranged from 309-391 mg/dl. In addition, it was reported that a cartridge change error occurred. Customer reverted to manual injections for insulin therapy.